Event description:
The lay user / patient contacted our int'l affiliate in 2008 alleging that his one touch ultraeasy meter did not power on. A medical affairs specialist (mas) sent follow up questions and obtained the following information: the patient had reportedly dropped his meter in water approximately one month ago and since then his meter would not power on. The patient started testing his urine glucose by using "urine test strips". The patient had already informed his physician about the issue with the meter not powering on; however, was not given a back up meter by his physician. On the night of the event, the patient used "urine test strips" to test his urine glucose and obtained a result that was high. The patient took 5 units of humalog and did not exhibit any symptoms and went to bed at 11:00 pm. On the morning of the next day at approximately 3:00am, the patient's wife woke the patient up because he was sweating. The patient also had a headache and he felt his blood glucose was low. The patient tested his urine glucose using "urine test strips" and obtained a 2.1. He drank a sugary drink and approximately 30 minutes later felt better. Later that morning the patient contacted his nurse for advice and was advised to continue his normal routine and to contact lfs for assistance with the meter. The patient has had the meter since january 2007. Customer care advocate (cca) sent the patient a replacement meter and testing supplies. The complaint is being reported since the patient claimed he was unable to test his blood glucose on his meter due to the meter not powering on. He also stated that he had to use an alternative means of testing his glucose levels. After the reported issue, he allegedly suffered symptoms suggestive of hypoglycemia. The patient felt better after self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.